Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent capture. Technical services (ts) recommended further evaluation in the clinic. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent capture. Technical services (ts) recommended further evaluation in the clinic. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted and replaced due to exhibiting elevated capture thresholds. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt. The lead was received in two segments as a result of the explant procedure. The failure to capture and high capture threshold allegations were confirmed based on the observation of calcification on the helix. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent capture. Technical services (ts) recommended further evaluation in the clinic. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted and replaced due to exhibiting elevated capture thresholds. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.